Event description:
The dealer reported that power chair had a broken weld. This issue could cause instability in the chair and injury to the user because the chair may not be able to maintain its intended weight bearing status.